Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when the 2.75x38mm rx xience skypoint stent delivery system was removed from the packaging, the protective sheath was removed and the stent was noted to be loose on the balloon and coming off. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided, and because the device was not returned for analysis a definitive cause for the reported issue could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that when the 2.75x38mm rx xience skypoint stent delivery system was removed from the packaging, the protective sheath was removed and the stent was noted to be loose on the balloon and coming off. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.